Event description:
Further follow up with the nurse practitioner informed that the lead fracture was identified on (B)(6) 2019, and that it was identified via a high impedance reading. The nurse practitioner confirmed that the generator was programmed off due to the lead fracture on (B)(6) 2019, and that the device disablement was permanent. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Patient age, corrected data: follow-up report #1 inadvertently listed wrong age.

Event description:
A nurse practitioner contacted the sales representative informing that the patient had a lead break and their vns device was turned off. No other relevant information has been received to date. No known surgical intervention has occurred to date.